Event description:
A medical device company, (B)(6), that had experience in dealing with back and leg pain patients began a new area care, working with chronic pain patients. My neurologist pushed a trial of their device for this condition. I am not a naive patient, i.e., I have brought therapies to two of my specialists and self-diagnosed two rare conditions, later confirmed as accurate it was my diagnosis of erythromelalgia, restless leg syndrome, reynaud's and fibromyalgia that made implantation inappropriate, there were no patients like me, before. (B)(6) had no experience. I did not do the surgery right away because I was pensive about it. In our initial discussion, we discussed how painful paresthesia was to me. And that I had 3 devices (spinal cord stimulator), left and right sacral nerve stimulators) that we're all turned off. I delayed having the hf 10 surgery until after graduation from my second masters program, (B)(6) 2017 as I did not want recovery for potential issues to interfere with school or my internship or work other pieces of my medical regimen. I got employment for after graduation about half a year before graduation and was already working for that agency in one part of my eventual 3-role capacity. The trial was done late in my last semester, in (B)(6) 2017. During the trial I typed a 25-page research raper, not totally without issue but I was able to get it done. Trial considered successful. Neurologist did not properly inform me, there was no discussion. I would not been approved for the premarket. After trial, I reported 20 to 25 percent improvement. Doctor told me that wasn't good enough, it had to be at least 50 percent. He told me to go home for a few days then call his office, and told me what to say when I called back so that we the permanent implantation would be approved. Perhaps due to my not being a naive patient, the doctor did not disclose what to expect, he told me to go to the company website and read about the device. Marketing materials for the company. In print and at the website it is stated in multiple places that the device is customized to your pain. That even with the same diagnosis, patients needs unique. No questions, I wanted my unique, rare combination of disorders and subsequent sensitivity addressed as such. I was not advised that this use was off-label, I thought the studies were done. It was disclosed to me last week (on recording made with consent) that there was no patient with my combination of diagnoses studied. Due to my previous experiences I did not want to be the first, especially with templated, non-personalized settings. The doctor did not discuss possible risks of the surgery until when he checked in with me on the day of surgery, when I was waiting to be rolled into the operating suite. He went over possible side effects as a quick bullet point list (none of what is happening to me was raised as possible side effect). The potential need for additional surgery was not mentioned. The doctor very last statement was "don't worry about it you'll be fine". The doctor knew that I had to get up very early and ride a long distance on the a.m. Of surgery, that I was tired and in pain from not taking a normal full meds. Morning. It was not the time to quickly 'educate' me and expect me to be able to process. I did not give informed consent: after a successful trial, where the device was customized to me over the course of several days over the phone by a nurse with a strong clinical background, a permanent implant was placed. In (B)(6) 2017 what I did not know during that initial programming, was that I was not being given settings on the order of what was done during my trial. A template was followed that was used for other patients. Knowing my sensitivities, having fibromyalgia, restless leg syndrome, reynaud's erythromelalgia as well as crps, I would not have even done the trial. I need another surgery to remove device.